Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During the evaluation of a returned minicap, it was found that the cap was cracked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and cracks on the rim of the minicap were noted. Functional testing was performed which included leak testing. The sample failed the leak test. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.